Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ("endometritis") and autoimmune disorder ("autoimmune-like symptoms") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urine incontinence, bleeding genital and paratubal cyst. Concomitant products included cyclobenzaprine, doxycycline and norethisterone acetate (norethindrone acetate). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("chronic pain"), allergy to metals ("nickel sensitivity") and dysuria ("urinary problems"). The patient was treated with surgery (bilateral salpingectomy & small right sided cornual resection). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis, autoimmune disorder, pelvic pain, allergy to metals and dysuria outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dysuria, endometritis and pelvic pain to be related to essure. The reporter commented: insertion details:coils noted included 5 on the left side and 7 on the right side. Concerning the injuries reported in this case, the following one was reported via medical records-endometritis. Concerning the injuries reported in this case,t he following ones were described in patients medical record confirming: chronic pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ("endometritis") and autoimmune disorder ("autoimmune-like symptoms") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urine incontinence, bleeding genital and paratubal cyst. Concomitant products included cyclobenzaprine, doxycycline and norethisterone acetate (norethindrone acetate). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("chronic pain"), allergy to metals ("nickel sensitivity") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (bilateral salpingectomy & small right sided cornual resection). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis, autoimmune disorder, pelvic pain, allergy to metals and urinary tract disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, endometritis, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion details:coils noted included 5 on the left side and 7 on the right side. Concerning the injuries reported in this case, the following one was reported via medical records-endometritis. Concerning the injuries reported in this case,t he following ones were described in patients medical record confirming: chronic pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.